Event description:
Same case as MDR #6000089-2005-00494. 2 days after a coronary artery drug eluting stenting procedure the pt expired from cerebral vascular accident (cva), coronary artery disease (cad), and severe hypertension prior to hospital discharge. The pt underwent coronary artery drug eluting stenting procedure in 2005 to fix two target lesions. Target lesion 1 was a region of the proximal left anterior descending (lad) artery that was 2.5 mm and 90% stenosed. The lesion was predilated. The physician successfully placed one taxus express2 8.8% 2.5 x 24 mm drug eluting stent without complication. Target lesion 2 was a region of the proximal circumflex (cx) that was 2.75 mm and 80% stenosed. The lesion was predilated. The physician successfully placed one taxus express2 8.8% 2.75 x 32 mm drug eluting stent without complication. In the opinion of the physician the cause of death was cva, cad, and severe hypertension not related to the target vessels.